Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated and would not emit tones with the application of a magnet. The device was explanted and replaced with a new guidant ICD. The explanted device was returned to guidant for analysis.